Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the stay safe connector. Patient's caregiver stated that the patient pulled the blue pin out and a leak occurred. Patient had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.